Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as infection and extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the surgeon that he had explanted the patient's lead and generator due to an infection. This occurred over a year post-implant of the patient's generator. Clinic notes from before explant indicated that the wire showed subcutaneously and that the lead protruded out of the left anterior shoulder region. The notes indicated that the patient should go to the ER for urgent wound care. The surgeon reported that the patient had been scratching around the generator site, which caused an open wound and the lead wire to be exposed there. The patient was apparently explanted the week of the detection of the extrusion. The manufacturer's device history records were reviewed and the sterilization of the lead and generator was verified. No further relevant information has been received to date.